Event description:
It was reported to st. Jude medical that the pt was scheduled for lead reposition due to a sensing anomaly. The lead replaced when the physician experienced difficulty retracting and extending the lead.